Event description:
During an incident in 2002 involving a pt with chest pains, the crew tried to powered on this unit and made a beeping sound thet are not used to. They turned the unit off and re-powered it on but the same thing happened. Als arrived and transported the pt to a hospital. Later testing found the unit intermittently powered on and when it didn't power on, it prompted 2 horizontal lines or a continuous beeping.